Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the rewind due to a corroded motor home switch. The functional testing could not be performed due to the alarm. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during rewind. The customer's blood glucose is normal, did not require medical treatment.